Event description:
Revision surgery - pt had right knee arthroplasty due to persistent pain. During surgery, the polyethylene insert was noted to have fractured at the posterior medial corner.

Manufacturer narrative:
Revision surgery, encore product not used. Encore not notified of revision surgery until legal claim filed.